Manufacturer narrative:
As reported in a research article, an epic valve was implanted and later explanted due to endocarditis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article identifying 3 mm epic valve that may be related to endocarditis and leading to IV medications in a (B)(6) year old male. Details are listed in the attached article, titled a unique case of burkholderia cepacia prosthetic mitral valve endocarditis and literature review.